Event description:
The received medwatch report stated, "during surgical tx of ectopic pregnancy endoscopic stapling device did not fire." The site was contacted and after talking with the risk manager the correct incident description is that the oviduct was ligated and then the jaws of the ligasure handpiece would not release from the patient tissue. Bipolar cautery was used to free the device from the patient. There was no patient harm.

Manufacturer narrative:
Date of initial report: august 1, 2007. While the evaluation of the incident device showed the device performs according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, valleylab has also found that if the jaws are not cleaned as instructed in the IFU eschar can buildup and cause the jaws to stick to the sealed tissue. Valleylab has issued on how to avoid tissue buildup that can lead to sticking. A copy of this hotline bulletin has been sent to the site.